Event description:
It was observed, that during the device evaluation. The ultrasound gastrovideoscope exhibited foreign object found in the main distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It was unknown if reprocessing was performed according to the IFU. However, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use which state: according to the instruction manual for gf-uct260, the reprocessing procedures are described in the following chapters. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.